Event description:
A malfunction alarm, code malf 12, was reported by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Instructions were given to continue using the pump and to report back if any issues arose again.